Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The analysis indicated that the peeling/slitting/splitting was not slit on the center of hub of the delivery catheter. The catheter did not peel along the score lines. The septum of the catheter was damaged. Visual analysis of the lead indicated damage during use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the physician went to slit the catheter, part of the hemostatic valve did not slit; the hemostatic valve on the catheter contained a circular disc that was circumferentially around the lead. As the physician pulled the catheter back, the disc held onto the the lead and pulled the lead out of the septum. On removal the lead was kinked.  Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.